Event description:
There was not pt involved in this event. This device malfunctioned because it was emitting a chirping sound along with the clashing green status indicator. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.